Event description:
Customer reported that the act and esc buttons were stuck and that the insulin pump needed to be restarted in order to complete priming. He also reported that there were no delivery alarms. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.